Event description:
It was reported that the meniscal cinch's 2nd implant was not loaded. All the other devices showed this issue and except for one peek implant nothing else remained inside patient. The procedure was finished with three other meniscal cinch devices.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the typical cause(s) of this type of event include not allowing the trailing suture to remain free and unobstructed during implant insertion and/or by not following the deployment sequence as outlined in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.